Event description:
A physician reported that during a silicone oil removal surgery, an ophthalmic operating console presented with viscous fluid control (vfc) suction problem. The surgery was completed without any issues to the patient.

Manufacturer narrative:
The company representative confirmed and replicated the reported event. The company representative replaced the pump in the pneumatics module to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event can be attributed to nonconforming pump in the pneumatics module. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).